Event description:
It was reported that patient experienced discomfort at the lead site. Surgical intervention was undertaken wherein the lead was cut at the neck incision site and the remainder of the lead remains in situ. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.